Manufacturer narrative:
A device history record (DHR) review was performed on part 03.835.010, lot 9939889: manufacturing location: (B)(4), manufacturing date: 28 june 2016: no non conformance reports (ncrs) were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. A product development investigation was performed. The returned screwdriver was confirmed to have a broken tip, distal to the threaded section of the tip. Approximately 1.5mm of the tip is missing from the device. Additionally the tip of the screwdriver is twisted in the direction of screw insertion. A visual inspection, drawing review and device history record (DHR) review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. Relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. No definitive root cause was able to be determined. The issue is likely caused by mechanical overloading during tightening or loosening of an implant screw. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was later confirmed that tip of the only one screwdriver broke, all of the screws were intact. Concomitant devices reported: synfix 25mm screw (part # 04.835.225.02s, lot # unknown, quantity 1), unknown screw (part # unknown, lot # unknown, quantity 3) this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & weight not provided for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior lumbar interbody fusion (alif) on (B)(6) 2017. As the surgeon was putting in one of the screws, the tip of the screwdriver broke off and got stuck in the tip of the screw. The surgeon was able to remove it and threw it away. Standard x-ray revealed no further fragments. Patient was implanted with synfix evolution stand alone, four synfix 25mm screws ¿ surgeon was on the fourth screw when the tip broke and used a different screwdriver to finish the case. There was a five (5) to ten (10) minute delay, another screwdriver was readily available. Surgery was successfully completed and patient was stable. This complaint involves 2 devices. Concomitant devices reported: screws (part # unknown, lot # unknown, quantity two (2)). This report is 1 of 2 for (B)(4).